Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
They do leave residue inside - vagina [foreign body in reproductive tract]. They do leave residue inside - tampon [device breakage]. Case narrative: consumer reported via social media that the tampon left residue inside. No serious injury was reported.